Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # lc3502, implanted: (B)(4) 2005, product type accessory; product ID 3487a-33, lot # j0444253v, implanted: (B)(6) 2005, product type lead; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
The consumer reported that she had not tried the implantable neurostimulator for a year and that they were talking about removing it. The patient stated she had told them it was not working correctly; the patient declined to be specific about her experience and did not want to share what happened. The patient reported that she had voiced her concern because she was not comfortable with some things that were happening because it most certainly had happened. The indication for use was radicular pain syndrome. If additional information is received a follow-up report will be sent.